Event description:
It is reported that the surgeon could not insert end cap into the itst nail due to broken endcap thread at the operating room when he opened the product.

Manufacturer narrative:
Evaluation summary: as returned, the threads on the nail are damaged. Cross threading and then screwing a mating component such as the nail cap may have caused this condition; however, the exact cause cannot be determined with the available information. Evaluation: review of the device history records did not find any deviations or anomalies. The device meets specifications where measured. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.